Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump button was hard to press. Customer reported that the insulin pump had motor error and no delivery alarm. Customer reported that the drive support cap appears to be normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was reported a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.